Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, upon 80% deployment, the implant position was suboptimal and the valve was recaptured to adjust the placement. Upon recapture, an infold was noted in the valve frame. Of note, a misload was not observed during inspection of the valve load. The system was withdrawn from the patient and a new system was used for implant. No adverse patient effects were reported. Additional information was received that a procedural delay occurred due to the replacement of the products. Three days following valve implant, an unspecified conduction disturbance occurred. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Device expiration date, serial #, and unique identifier # added. Implanted date added. Device mfg date added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.